Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified anterior tibial artery. A 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was removed from the patient without any problem and a pinhole was noted. The procedure was completed another of same device. There were no patient complications nor injuries reported and the patient status was good.